Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer reported fentanyl volume discrepancy was not confirmed during a review of the pcu device logs or replicated during testing. Laboratory testing found the suspect pump module delivering fluid as programmed and within specification. Initial programming was performed on (B)(6) 2023 at 10:00 pm, the suspect pump module s/n (B)(6) was programmed/started a fentanyl (drug ID 138), with a dose of 25mcg/h, drug amount of 2500mcg in 250ml, a rate of 2.5ml/h and vtbi of 225ml. O suspected first administration bag ¿ from (B)(6) 2023 starting at 10:04 pm, to (B)(6) 2023 at 8:27 am the dose was gradually increased from 75mcg/h (rate 7.5ml/h), 150mcg/h (rate15ml/h), 175mcg/h (rate 17.5ml/h), to 200mcg/h (rate 20ml/h). O suspected second administration bag. ¿ on (B)(6) 2023 at 10:01 am, the suspect pump module was paused. Total volume infused was calculated to be 211.18ml (first reported infusion administration bag completed). Pvi at the time was recorded as 45.65ml. Total volume infused 211.18ml ¿ at 10:02 am, the module was programmed/started a vtbi of 180ml (rate 20ml/h) (9-hour infusion) (suspected second administration bag), the volume infused was cleared primary volume infused (pvi) was recorded as 45.65ml. Total volume infused 211.18ml. ¿ at 1:54 pm, the module was paused, restarted, paused and a vtbi of 85ml (4-hour and 15-minute duration) was programmed and the infusion was restarted. Pvi was recorded as 77.29ml. Total volume infused 288.47ml. ¿ at 5:58 pm, the module was paused and restarted. Pvi was recorded as 148.43ml. ¿ at 6:10 pm, the infusion completed, kvo was started, a vtbi of 20ml was programmed and the infusion was restarted. Pvi was recorded as 162.33ml. ¿ at 6:17 pm, the volume infused was cleared pvi was recorded as 164.63ml. O suspected third administration bag ¿ at 6:18 pm, a vtbi of 200ml was entered and the infusion was started. Pvi was recorded as 0.39ml. ¿ at 7:24 pm, the volume infused was cleared (pvi was recorded as 22.19ml). ¿ at 7:56 pm, the module was paused and restarted. Pvi was recorded as 10.89ml. ¿ at 8:00 pm, the module was programmed/started a rapid 100mcg bolus dose. Pvi was recorded as 22.09ml after bolus dose completed. ¿ at 8:26 pm, the module was set to delay for 99 minutes. ¿ at 9:15 pm, the volume infused was cleared. Pvi was recorded as 30.30ml. ¿ at 9:48 pm, the module alarmed for door opened, check IV set and the module was channeled off. Pvi was recorded as 0ml. The suspect pump module s/n (B)(6) volume was cleared five (5) times on (B)(6) 2023, starting at 7:34 am (volume cleared 165.53), at 10:03 am (volume cleared 45.65ml), at 6:17 pm (volume cleared 164.63ml), at 7:24 pm (volume cleared 22.19ml) and at 9:15 pm (volume cleared 30.30ml). The suspect pump module total volume infused was observed as 428ml this amount matches the total volume of the reported 3 (three) infusion bags. Additionally, the pump module device logs could not determine the volume contained in the infusion bag either at the start or end of the infusion. A review of the suspect pump module device logs observed no errors or malfunctions. Inspection of the suspect pump module observed the door latch, sear assembly, and pivot latch screw to be from a third-party manufacturer.

Event description:
It was reported that the amount of fentanyl left in the infusion bag was less that what was expected. The customer performed review and reported that the data showed the volume infused was "cleared" on the channel, which apparently was "against" the institution's "local policy" of clearing the volume infused. Fentanyl 2500mcg/250ml was intended to infuse at 20ml/hr. Other infusions running at the time of the event include epinephrine, vasopressin, cisatracurium, phenylephrine, propofol, norepinephrine, lactated ringers, and sodium bicarbonate. The customer described the sequence of fentanyl infusion bags as follows: 1st bag: 211ml, 2nd bag: 165ml, and 3rd bag: 52ml. It was the 2nd bag that allegedly "should have lasted longer than it did." The event occurred between (B)(6) 2023, at 1600 and (B)(6) 2023, at 2359. The specific time frame for the bag in question (2nd bag) is approximately 1000 on (B)(6) 2023. The customer reached out to bd to assist with the review of the device logs to understand if there are any user activities that may explain the discrepancy in volume remaining of the fentanyl infusion. Fentanyl was administered to the patient who was on end-of-life care and do not resuscitate (dnr) status after complications from pneumonia, according to the customer. The patient reportedly expired. Although asked, the customer (associate chief of pharmacy, pharmd) stated that they are unable to determine whether the event contributed to the death. They are asking bd to find out if there was any pump or use error.

Manufacturer narrative:
The actual date of death is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the amount of fentanyl left in the infusion bag was less that what was expected. The customer performed review and reported that the data showed the volume infused was "cleared" on the channel, which apparently was "against" the institution's "local policy" of clearing the volume infused. Fentanyl 2500mcg/250ml was intended to infuse at 20ml/hr. Other infusions running at the time of the event include epinephrine, vasopressin, cisatracurium, phenylephrine, propofol, norepinephrine, lactated ringers, and sodium bicarbonate. The customer described the sequence of fentanyl infusion bags as follows: 1st bag: 211ml, 2nd bag: 165ml, and 3rd bag: 52ml. It was the 2nd bag that allegedly "should have lasted longer than it did." The event occurred between on (B)(6) 2023, at 1600 and on (B)(6) 2023, at 2359. The specific time frame for the bag in question (2nd bag) is approximately 1000 on (B)(6) 2023. The customer reached out to bd to assist with the review of the device logs to understand if there are any user activities that may explain the discrepancy in volume remaining of the fentanyl infusion. Fentanyl was administered to the patient who was on end-of-life care and do not resuscitate (dnr) status after complications from pneumonia, according to the customer. The patient reportedly expired. Although asked, the customer (associate chief of pharmacy, pharmd) stated that they are unable to determine whether the event contributed to the death. They are asking bd to find out if there was any pump or use error.